Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy, the device was difficult to remove. The device finally opened. Used another like device to complete the case. No patient consequence.